Event description:
Surgical stapler was defectively manufactured / designed. Ms. (B)(6). Suffered serious injury requiring surgical intervention, using an FDA grading of injuries resulting from use of a malfunctioning medtronic / covidien surgical stapler. Her injuries include life threatening injuries (leaking anastomosis within 3 days of surgery, intensive care treatment, sepsis, mechanical ventilation, extended hospitalization), and interventional surgeries to correct any injuries. Ref reports: mw5162319, mw5162320, mw5162322, mw5162323.